Event description:
(B)(4). It was reported that subsequent to a percutaneous coronary intervention, patient death occurred. In (B)(6) 2013, the patient presented to the hospital and was referred for cardiac catheterization which revealed a lesion in the proximal left anterior descending (lad) artery extending to the mid lad. The 80% stenosed lesion was 30mm in length with a reference vessel diameter of 2.5 mm. The lesion was predilated with an unspecified balloon and a 2.50 x 32 mm promus element plus stent was deployed resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2013, the patient died. Per the death certificate, the primary cause of death was coronary artery disease and secondary cause was congestive heart failure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis as it was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).